Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. Additional information provided states that the patient has no fibrillation. The patient was fine. Only the monitor showed. Therefore, this complaint is considered not a reportable event.

Event description:
It was reported that when the electrode was triggered, the monitor showed ventricular fibrillation in the patient; however, the patient was fine and the operation was performed according to plan. The procedure was completed with the same device and no significant delay was reported.

Manufacturer narrative:
The returned unit, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection found no damages or manufacturing abnormalities on the controller. During functional evaluation, the returned quantum2 controller performed as intended without any failures. The controller was tested with a known good pedal foot switch and with a test wand and functioned as specified. The complaint was not verified and the root cause could not be determined with certainty. Factors of the reported incident includes (1) rate of power settings (2) electrical defects of the used equipment (3) grounding of the used devices. There are no indications to suggest the device did not meet product specifications upon release into distribution. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. 12/27/2018 mimb cancelled. Review in 01/03/2019. Complaint reviewed during mimb. Related to previously closed complaints ((B)(4)). Already communicated no additional patient documentation is available for the investigation. Since no relevant clinical information has been provided and no change to patient impact, may close with comments. Approved by dr. (B)(6) on 01/03/2019. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.) Related to (B)(4). Insufficient clinically relevant documentation was provided. A thorough medical investigation could not be performed. It was reported, however, that the patient was not in v-fib, was doing well with no injures from the event, and no significant surgical delay was encountered. Per the product evaluation, "the q2 controller performed as intended without any failures". Therefore, it is concluded that the v-fib on the monitor was only artifact. Per IFU p/n 62540_rev_b, other electrical equipment may experience interference when positioned near the system and the high frequency may adversely affect the operation of other electronic equipment. No further medical assessment is warranted at this time. Related to (B)(4). Insufficient clinically relevant documentation was provided. A thorough medical investigation could not be performed. It was reported, however, that the patient was not in v-fib, was doing well with no injures from the event, and no significant surgical delay was encountered. Per the product evaluation, "the q2 controller performed as intended without any failures". Therefore, it is concluded that the v-fib on the monitor was only artifact. Per IFU p/n 62540_rev_b, other electrical equipment may experience interference when positioned near the system and the high frequency may adversely affect the operation of other electronic equipment. No further medical assessment is warranted at this time.